Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer noticed a red x on the display. Troubleshooting was not performed. The pump is returning. The customer's blood glucose is 170mg/dl.

Manufacturer narrative:
Unit alarmed critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with cracked battery tube threads, minor scratches on case and minor scratches on lcd window.